Manufacturer narrative:
The field service engineer found the sample probe was out of alignment and adjusted the sample probe. The field service engineer found the customer was using unapproved micro cups which may cause errors. The customer qc was within the acceptable ranges. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Event description:
There was an allegation of questionable troponin t gen5 stat elecsys results from the cobas e411 rack analyzer. The initial result was 23.69 ng/l. The repeat results were 628.8 and 637.9 ng/l. The higher result was reported outside of the laboratory. The customer did not know which result was correct.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.